Event description:
It was reported that a spectrum pump was constantly alarming for downstream occlusion when no occlusion was present. The pump was being used on the "nursing floor" but did not falsely alarm during therapy. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received by baxter and the alleged false downstream occlusion alarms was unable to be reproduced. The pump passed downstream occlusion testing in accordance with the spectrum service manual as well as add'l testing.